Event description:
It was reported that the nail broke postoperatively. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.